Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after shocks were delivered. Therapy was exhausted. The patient reported pain and discomfort. After review with the electrophysiologist, it was determined anti-tachycardia pacing and multiple shocks delivered were inappropriate due to a supraventricular tachycardia arrhythmia. Device reprogramming was completed. The patient was admitted to the hospital. The physician advised no further action would be taken at this time. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.